Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station slow performance. A technical support specialist (tss) dialed into the station and identified that the perflog was consuming approximately 7 gb of disk space; after confirming with pamt that it was safe to remove, the perflog was deleted, restoring 1 gb of free space on the station. Event viewer review revealed a kernel power error indicating the system had rebooted without a clean shutdown, likely due to power loss, hardware instability, or a system freeze. The customer mentioned to open an internal facilities ticket to investigate potential power interruptions at the location and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device experienced slow system performance between functions. The customer requested storage space remediation to free approximately 10 gb. The customer also reported that the station went offline on some incidents. There were no delay or adverse events or injuries reported based on this event.